Manufacturer narrative:
Section d- device information is known and device manufacturer date is added.

Manufacturer narrative:
The investigation was completed. Investigation summary: failure to advance: the cause of the delivery issue is patient condition due to severe aortic stenosis and calcium per clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in an 89-year-old male patient presenting for high-risk pci (hrpci) with a history of coronary artery disease (cad). A 14 fr peel-away sheath was inserted and left ventricular access was achieved with a pigtail catheter and 0.035 j-wire. The impella cp was unable to cross the aortic valve due to severe aortic stenosis. Given the significant valve calcification, the provider elected not to perform balloon aortic valvuloplasty. The md proceeded with pci without impella support. The reported events include failure to advance, medical device removal, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to the temporary interruption of planned hemodynamic support during the removal; however, the removal was completed with no consequence to the patient, and hemodynamic support was not required for the pci that followed.